Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 145 mg/dl. The customer was assisted with the troubleshooting. The customer stated that the display did not return. The insulin pump will be returned for the analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. The insulin pump powered up properly after battery installation and there was no blank display.